Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was used during a percutaneous coronary intervention (pci) procedure. The physician was certified in the use of the device and had prior experience. The procedure was performed using a retrograde approach. The femoral artery suitability was verified by angiography, including insertion angle of the vascular sheath introducer. The vessel diameter was greater than 5 mm. The puncture site had no visible calcium or plaque. There was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. The target femoral site had not been closed within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The sheath introducer used was a non-cordis 5f sheath introducer. The sealant was deployed to the proper location. No anticoagulants, antiplatelets, or thrombolytics were used. There was no history of coagulopathy. There were no issues noted during balloon retraction or the button#2 step. The device will be returned for evaluation.